Event description:
Reportable based on returned device analysis completed (B)(4) 2013. It was reported that during percutaneous transluminal angioplasty, lost image occurred. The target lesion was located at the superficial femoral artery. The physician used an atlantis 018 40mhz to view the lesion but the image was lost during the procedure. The procedure was completed with another device. No patient complications reported and the patient's condition is good. However, returned device analysis revealed that a tip separation.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned device revealed distal tip assembly was separated from the edge of the ro marker, separated distal tip measurement length was approximately 0.5cm long and separated distal tip appeared stretched. During image characterization testing, a good square image appeared and the product performed within specification. No other issues or defects were observed. The manufacturing match record review confirmed that the device met al material, assembly and performance specifications the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).